Event description:
It was reported that the cockpit of the device restarted during use on a patient. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be confirmed. The device performed a single cockpit restart due to a full memory of the ssd. The restart of the cockpit was brought to the user's attention by posting visual and auditory alarms. The ongoing ventilation was not affected by the cockpit restart and continued as set. Dräger recommends reloading the software of the cockpit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.